Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During introducting first staples the metal element of introducer has broken and fall down. No consequences reported for the patient. Additional information received on 10-19-2015 revealed that a part of the applier broke and fell inside the patient and was retrieved. The surgery was delayed more than 30 minutes due to this event.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the applier revealed the distal end of the main pusher rod (gray trigger) was broken and the rest of the rod is significantly bent downward, which is typical of aggressively removing the needle following use. Moreover, there is a lot of tissue debris and stains on the main rod. When tested for its functionality, both triggers functioned properly when pulled on their own without a needle attached to the device. The needle attachment key feature, which attaches the needle to the applier, had no anomalies. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation of the applier revealed the distal end of the main pusher rod (gray trigger) was broken and the rest of the rod is significantly bent downward, which is typical of aggressively removing the needle following use. Moreover, there is a lot of tissue debris and stains on the main rod. When tested for its functionality, both triggers functioned properly when pulled on their own without a needle attached to the device. The needle attachment key feature, which attaches the needle to the applier, had no anomalies. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).